Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited oversensing. Lv pacing impedances were variable, however, remaining within acceptable limits. Noise was observed on the right ventricular (rv) channel. Shock impedance measurements were stable and within acceptable limits. Technical services discussed observations and recommendations. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.